Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, two openings curved on the anterior, white particles in the shell, white biological tissue on the shell, and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified two openings striated on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is two striated openings on the anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.